Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while attempting to navigate the software the site clicked on standard profile and then clicked the green arrow to advance to the select patient task. At this point, the blue medtronic splash screen appeared. The site representative held the power button down to power off the system and reboot. After this, it was possible to access the system's software. No patient was present during the time of the reported incident.

Manufacturer narrative:
A medtronic representative reported that the scanner being used for cds was out of date and outputting corrupted data. When the patient was scanned with the correct scanner, no issues occurred. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.